Event description:
Consumer reported upon removal a tampon string separated from the pledget leaving the pledget inside her vaginal cavity. She did seek medical attention to remove the pledget but did not experience any adverse health effects and did not receive any additional medical treatment.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.